Manufacturer narrative:
The incident sample has been requested; however, to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a disconnection of the silicone section of the set from the plastic part which caused the release / leaking of the nutrition being provided to the patient. The patient was underfed for over an hour and the nurses had to change the method of delivering nutrition after several unsuccessful tries at using the feeding sets. There was no patient harm and there was no medical intervention required as a result.